Event description:
It was reported that infusion set leakage at site on (B)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. (B)(6). Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: review of complaint record database event description and all available information was completed, and lot number 6007447 was provided. Complaint was classified as reportable under malfunction code: insertion site egress ¿ trace moisture / superficial wetness. A query was run in the electronic quality management system (eqms) on 16-jun-2026 against ¿lot number¿ ¿6007447¿ and similar malfunction code(s): insertion site egress ¿ trace moisture / superficial wetness. A total of 4 records were identified for this lot, including similar related issues, which triggered a corrective and preventive action (CAPA) determination. A corrective and preventive action (CAPA) determination was performed as part of database for the same malfunction and part number. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the electronic quality management system (eqms) system performed on 16-jun-2026 against ¿lot/batch number¿ ¿6007447¿. No records were found. Batch record review: the batch record for lot 6007447 was reviewed. Review of the batch record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Corrective and preventive action (CAPA) determination: based on the complaint investigation and statistical analysis performed as part of the corrective and preventive action (CAPA) determination, no corrective and preventive action (CAPA) is required. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Corrective action as a result of the investigation: n/a ¿ this complaint did not require escalation to corrective and preventive action (CAPA), therefore no corrective and preventive action (CAPA) plan is available. Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.